Manufacturer narrative:
Additional information was received from the reporter, please see updates to b6. This report is being supplemented to provide additional information based on the customer provided hygiene microbiological investigation (hmi) results, cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where it is manually cleaned with endozime aw plus by ruhof and high level disinfected with rapacide a & b. The device is leak tested prior to manual cleaning with a single use olympus bw-412t cleaning brush. Pre-cleaning is performed utilizing the following method: turn insertion tube rotating ring to the aligned position; turn light source off; ensure biopsy valve cap is closed; wipe control handle then outer surface of insertion tube w/enzymatic detergent-soaked sponge (in first step bag by cygnus). Distal end of insertion tube placed enzymatic detergent solution (first step by cygnus). All 500ml of the solution is suctioned (minimum 10 sec). Aspirate air for 10 seconds by depressing the suction valve. Turn suction source off. Remove suction tube from suction connector of the suction valve. Turn off processor the remove bronchoscope. Transport bronchoscope to reprocessing area. A medivator advantage plus automated endoscope reprocessor (aer) is used to reprocess the endoscope and the device is stored in a medivators endodry horizontal forced-air drying/storage cabinet. Olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2021. The observations revealed that the biopsy channel brushing step with the channel cleaning brush was omitted. The ess demonstrated the proper cleaning steps which include brushing both the suction channel and biopsy channel with the channel cleaning brush. Followed by brushing the suction and biopsy channel opening with the channel opening brush. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber was perforated and leaking, there was insulation failure at the distal end, the distal end was dented and melted, and the insertion section was dented. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and were confirmed by third party testing without reprocessing. However, it was noted that the facilities reprocessing methods differed from that of the device instructions for use (IFU). The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.".

Manufacturer narrative:
The scope was returned to olympus and is pending a physical and microbial evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the scope cultured positive three times for an unknown organism. The facility¿s biomed reported that in order to rule out the onsite automatic endoscope reprocessor (aer) after the second positive culture, the scope was sent to a sister facility where it was reprocessed and again cultured positive for an unspecified organism. There were no associated patient infections.